Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device/ migration of essure device"was told couldn't find them"') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia, attention deficit-hyperactivity disorder, lupus erythematosus, leukemia, tubal ligation, chickenpox, pregnancy induced hypertension, staphylococcal infection, pelvic adhesions, chickenpox, staphylococcal infection and cholecystectomy. Previously administered products included for an unreported indication: risperidone in 2014, xanax in 2014, mirena from 2007 to 2010, depo-provera from 1996 to 2005, adderal, norco, colace, neurontin and motrin. Concurrent conditions included follicular cyst of ovary. Concomitant products included alprazolam (xanax) since 2014 and fluoxetine hydrochloride (prozac) since 2014. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 3 years 6 months after insertion and 1 day after removal of essure. On an unknown date, the patient experienced pelvic pain ("pelvic pain / pain"), loss of libido ("hormonal changes ¿ ¿no sex drive¿"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("infection (bladder/ urinary tract/vaginal) - bladder"), vaginal infection ("infection (bladder/ urinary tract/vaginal) - vaginal"), depression ("psychological or psychiatric problems ¿ depression/ manic depression"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), tooth disorder ("dental problems"), alopecia ("hair loss"), anxiety ("anxiety") and bipolar I disorder ("bipolar I disorder/manic depression") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed),bilateral salpingectomy,unilateral oopherectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, pelvic pain, loss of libido, vaginal haemorrhage, menorrhagia, cystitis, vaginal infection, depression, migraine, headache, dyspareunia, tooth disorder, weight increased, alopecia, anxiety and bipolar I disorder outcome was unknown. The reporter considered alopecia, anxiety, bipolar I disorder, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, headache, loss of libido, menorrhagia, migraine, pelvic pain, tooth disorder, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Pathology test - on (B)(6) 2014: the uterine cornu there are inserted two strings bilaterally consistent with intrauterine device. ¿concerning the injuries reported in this case, the following ones were anemia, dysmenorrhea, menorrhagia, depression, migraine confirming- events which are same in pfs & mr.¿ most recent follow-up information incorporated above includes: on 17-jul-2020: mr received- reporters were added. Case become medically confirmed. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device/ migration of essure device"was told couldn't find them"') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia, attention deficit-hyperactivity disorder, lupus erythematosus, leukemia, tubal ligation, chickenpox, pregnancy induced hypertension, staphylococcal infection, pelvic adhesions, chickenpox, staphylococcal infection and cholecystectomy. Previously administered products included for an unreported indication: xanax in 2014, risperidone in 2014, mirena from 2007 to 2010, depo-provera from 1996 to 2005, adderall, motrin, norco, neurontin and colace. Concurrent conditions included follicular cyst of ovary. Concomitant products included alprazolam (xanax) since 2014 and fluoxetine hydrochloride (prozac) since 2014. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 3 years 6 months after insertion and 1 day after removal of essure. On an unknown date, the patient experienced pelvic pain ("pelvic pain / pain"), loss of libido ("hormonal changes ¿ ¿no sex drive¿"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("infection (bladder/ urinary tract/vaginal) - bladder"), vaginal infection ("infection (bladder/ urinary tract/vaginal) - vaginal"), depression ("psychological or psychiatric problems ¿ depression/ manic depression"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), tooth disorder ("dental problems"), alopecia ("hair loss"), anxiety ("anxiety") and bipolar I disorder ("bipolar I disorder/manic depression") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed),bilateral salpingectomy,unilateral oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, pelvic pain, loss of libido, vaginal haemorrhage, menorrhagia, cystitis, vaginal infection, depression, migraine, headache, dyspareunia, tooth disorder, weight increased, alopecia, anxiety and bipolar I disorder outcome was unknown. The reporter considered alopecia, anxiety, bipolar I disorder, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, headache, loss of libido, menorrhagia, migraine, pelvic pain, tooth disorder, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion.. Pathology test - on (B)(6) 2014: the uterine cornu there are inserted two strings bilaterally consistent with intrauterine device. ¿concerning the injuries reported in this case, the following ones were anemia, dysmenorrhea, menorrhagia, depression, migraine confirming- events which are same in pfs & mr.¿ most recent follow-up information incorporated above includes: on 27-jun-2019: pfs and medical record received. This case became valid & incident. Previously reported event "injury to herself" was updated to pelvic pain/pain. Events : hormonal change, abnormal bleeding (vaginal), menorrhagia, bladder infection, vaginal infection, depression, device dislocation, migraines, headaches, dental problems, dysmenorrhea, dyspareunia, weight gain and hair loss bipolar I disorder , anxiety were added. Medical history, lab data and concomitant drugs added. Product, patient & reporter information updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.